Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by physical deconditioning. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. On an unreported date, the peritoneal dialysis catheter was replaced. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. Proper aseptic technique training was scheduled to be performed. No additional information is available.